Manufacturer narrative:
The lumbar shunt (nl8507210) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The complaint narrative states that the shunt was anchored, but the anchoring method was not stated. It was not explained if the entire shunt migrated, or if there was a separation of its component parts, or if part of the tubing was broke-off and migrated. However, the IFU includes several statements regarding the securing procedure of the shunt to the patient through subcutaneous sutures at the incision sites and the securing method of tubing with other components such as connectors or reservoirs. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the lumbar-peritoneal shunt (nl8507210) migrated into the abdomen of a patient despite being anchored. The patient was not injured and the incident did not lead to increased surgery time. Additional information has been requested.